Manufacturer narrative:
The investigation conducted by isi field engineering discovered that the left camera input cable was connected to the right camera controller unit (ccu) and the right camera input cable was connected to the left ccu, thus causing the customer reported vision issue. The camera cables connect the camera to the ccu. The ccu then calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by reconnecting the camera cables into the correct ccu input ports. The isi field engineer made the surgeon aware of the issue and provided training on proper installation od the camera cables. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital .

Event description:
It was reported that during a da vinci s surgical procedure, the site experienced a poor 3d image and non intuitive movement of the camera arm. With the assistance of an isi technical support engineer, the site tried a replacement endoscope and recalibrated the 3d image; however, the poor image continued to persist. The surgeon did not want to continue to troubleshoot and did not want to perform the procedure in 2d vision and decided to convert the planned procedure to traditional open surgical techniques. No patient harm, adverse outcome or injury was reported.